Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that catheter stuck in stent occurred. The target lesion was located in the mildly tortuous and mildly calcified left anterior descending (lad) artery. An opticross hd imaging catheter was selected for use. During percutaneous coronary intervention (pci), after the synergy stent was placed in lad, it was checked using opticross hd. At this time it was noted that the opticross hd got stuck at the distal edge of the synergy stent. The synergy stent was not damaged as a result of this. Following this the ivus catheter was cut, and it was bailed out. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/14/2018 12:46 pm CT. The report number is being corrected from: 2134265-2018-64311 to: 2134265-2018-62682.

Event description:
It was reported that catheter stuck in stent occurred. The target lesion was located in the mildly tortuous and mildly calcified left anterior descending (lad) artery. An opticross hd imaging catheter was selected for use. During percutaneous coronary intervention (pci), after the synergy stent was placed in lad, it was checked using opticross hd. At this time it was noted that the opticross hd got stuck at the distal edge of the synergy stent. The synergy stent was not damaged as a result of this. Following this the ivus catheter was cut, and it was bailed out. The procedure was completed with another of the same device. No patient complications were reported. Device evaluated by MFR.: the device was returned for analysis. Device analysis revealed that the unit returned has catheter damage (cut off in the proximal sheath assembly). Only the telescope assembly was returned, the sheath assembly was not returned for analysis. The full testing was not able to be performed due to the returned condition of the catheter.